Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device has been explanted. Reportedly the user's skin issues started about 2 years ago. The user received treatment for it at the clinic and cultures of the wound were taken which were positive for pseudomonas. Initially it was planned to clean and treat the affected tissue and save the implant, however, it was then decided to remove the device and re-implant the user in about 4-6 months. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigation revealed minor damage to the active electrode due to device minute mobility. However, the observed damage did not have an impact on the device's functionality. According to the recipient report the device was explanted for medical reasons, namely an infection. Considering the proper sterilization of the device, the delayed onset and the type of pathogen isolated, it seems likely that the reported infection was due to a device unrelated mastoid infective process that spread to the close implant site. This is a final report.

Event description:
Information was received that the device has been explanted. Reportedly the user's skin issues started in 2020. The user received treatment for it at the clinic and cultures of the wound were taken which were positive for pseudomonas. Initially it was planned to clean and treat the affected tissue and save the implant, however, it was then decided to remove the device and re-implant the user in about 4-6 months.